Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a manipulation issue. The customer informed- instrument was not following 100% of the command surgeon was giving while doing the motion. The staff moved the instrument from universal surgical manipulator (usm) 1 to usm 3, but the manipulation issue persisted. Live logs were initially unavailable, and later review of live logs showed no related errors. The customer continued using the same instrument during the case, with a plan to swap to another instrument if the issue persisted. Since logs did not indicate an error, tse advised the instrument should be returned via return material authorization (RMA) for analysis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in an unintended direction (e.g., the intended direction was right, but it moved left). The surgeon had not removed his hands from the hand control. Issue was not resolved during the procedure; surgeon had to use another fenestrated bipolar insturment.